Manufacturer narrative:
Correct aware date is august 4th, 2021.

Manufacturer narrative:
H3, h6: it was reported that, after a previous total hip arthroplasty revision surgery had been done on an unspecified date, the patient kept experiencing pain. A revision surgery was performed on (B)(6) 2021 to replace an unknown polarstem cemented and the oxinium femoral head. To date the unknown polarstem cemented, which intent use is in treatment, was not returned for investigation. The specific article number as well as the batch number was not communicated. A thorough product history review could not be performed. Although clinical/ medical records were not provided, it was reported the revision was done, ¿due to subsidence of the stem following kicking a football on (B)(6) that caused a fracture.¿ it cannot be concluded the revision was associated with a malperformance of the implant or implant failure. No further clinical assessment is warranted at this time due to missing clinical documentation. In this case it is quite important to receive a product specific batch number as well as the part itself. With the given information we cannot state any impact of the implant on the reported event. The reported failure can not be confirmed upon investigation. A complaint and a risk review was performed. The risk is covered within our risk files and rated as low. In our current instruction for use for hip implants [lit. 12.23; ed. 05/16] pain is a stated side effect of a total hip arthroplasty. For this case and after the performed investigations, no further actions are deemed necessary. The root cause remains undetermined and no statement about contributing factors can be made. No preventive or corrective actions are planned. Smith & nephew will monitor this device for similar issues. The case will be closed. If additional information get available in future this case will be re-assessed.

Manufacturer narrative:
Internal reference number (B)(4).

Event description:
It was reported that, after a previous tha revision surgery had been done on an unspecified date, the patient kept experiencing pain. A revision surgery was performed on (B)(6) 2021 to replace the polarstem and the oxonium femoral head; the other components are from other brands. Another oxonium femoral head and a redapt stem and sleeve were implanted. Current status of patient's health is unknown.